Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient was given cardiac assistance with arrow iabp on (B)(6), 2023 due to acute myocardial infarction. The product had serious ECG interference and could not display ECG. The [clinician] immediately replaced the aortic balloon pump to give cardiac assistance to the patient without causing damage to the patient. At the same time, the engineer was contacted for maintenance and testing." No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the patient was given cardiac assistance with arrow iabp on (B)(6) 2023 due to acute myocardial infarction. The product had serious ECG interference and could not display ECG. The [clinician] immediately replaced the aortic balloon pump to give cardiac assistance to the patient without causing damage to the patient. At the same time, the engineer was contacted for maintenance and testing." No report of patient harm or injury. The patient status is reported as "fine".